Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a chemolock generated a leak during patient use. It was stated in the report that they have been having several incidences of unspecified medication leaks while using a closed-system transfer device (cstds) and they use chemolock in their facility. There was no patient harm reported.